Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2017-03113. This report is being submitted as additional information. The referenced chronic driveline infection was reported under medwatch MFR report #2916596-2014-01812. UDI #: device unique identifier (UDI)-device was manufactured prior to the UDI labeling implementation. Approximate age of device-6 years and 6 months. Investigation summary: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient had been septic for some time, and had experienced chronic driveline (dl) infections with serratia, pantoea, and candida. The patient had remained on chronic suppressive therapy, but developed profuse bleeding and dl site infection and was initially hospitalized from (B)(6) 2018 to (B)(6) 2017. The patient was noted to have sepsis secondary to candida parapsilosis, and medications were changed. The patient later developed symptoms of sepsis again, and was rehospitalized from (B)(6) 2017 to (B)(6) 2017, during which time the patient had blood cultures positive for staph epidermidis. The patient was treated with antibiotics. The patient expired on (B)(6) 2017 due to heart failure related to nonischemic cardiomyopathy. Heartmate ii lvas, serial number (B)(4)was not explanted. The hmii lvas IFU lists infection, sepsis, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2017. The cause of death was reported as heart failure. The pump was not explanted. The patient had reportedly been septic with chronic driveline infection. Historically, the patient¿s post implant course has been complicated by recurrent driveline infections with serratia, pantoea, as well as candida. The patient was being medically managed on chronic suppressive therapy with levaquin and fluconazole; however, developed profuse bleeding and driveline site infection with the initial unreported hospitalization from (B)(6) 2017. Treatment with IV micafungin was initiated due to sepsis secondary to candida parapsilosis which was resistant to fluconazole. From (B)(6) 2017, the patient was rehospitalized due to unreported recurrent symptoms of sepsis. Blood cultures taken during the admission were positive for staph epidermidis. Treatment with IV vancomycin, IV micafungin and IV cresemba was initiated. Later, IV micafungin and IV vancomycin were discontinued and IV cresemba was transitioned to oral cresemba. No additional information was provided.